Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of surgical incision was exacerbated by the lifevest equipment. The patient described the area as electrodes were right on the incision where patient had the surgery and would rub and make the patient bleed. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended removing lifevest for the skin irritation. Follow up indicated that the skin irritation improved.